Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure sensor autozero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the data acquisition (da) printed circuit board assembly (pcba) had recently been replaced during preventative maintenance. The customer stated that the device was now alarming with a pressure sensor autozero failed alarm. The rse advised the customer to check the solenoid pins were correctly seated into the da pcba. This investigation is ongoing.